Event description:
This report is based on information provided by philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that there was a failure of quality inspection. Remote support from the asp was received, during which it was determined that this was not a malfunction, but a failure caused by user error. The customer was not familiar with the proper way to use the device. The asp explained to the customer the correct way to operate the device. Based on the information available and the testing conducted, the cause of the reported problem was attributed to user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The asp explained to the customer the correct way to operate the device and told the customer to callback for help if any further issues arise. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.